Manufacturer narrative:
Per the customer, qc was out of range low during this event. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed a protocol system test on the instrument, which all met specifications. The fse returned back on (B)(4) 2011 and replaced the transducer and all of the verification testing met specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneous troponin (accutni) results for two patients' samples that were generated by the access 2 immunoassay system. Patient one (1) resulted within the normal and risk stratification ranges. Patient two (2) resulted above the ami cutoff and within the risk stratification range. Upon repeat, the results for both patients' samples resulted above the ami cutoff on an alternate instrument. No reports of death, injury, or change to patient treatment have been reported in connection with this event.